Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three inpact admiral balloon catheters were used to treat the left prox, mid and distal sfa (l-1). It was reported dissection was observed and was treated with provisional stenting.